Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited variable shock impedance measurements. The shock impedance measurements were never out of range. Boston scientific technical services recommended troubleshooting. The troubleshooting was performed and noise was recreated via isometrics. The noise was consistent with myopotentials and was not oversensed. Ts reviewed the information from the troubleshooting and recommended monitoring the system. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that the physcian elected to perform a defibrillation threshold (dft) test. The dft testing was successful with the newly programmed parameters and the physician has elected to continue monitoring the system. No additional adverse patient effects were reported.